Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced a hypoglycemic event overnight approximately 15 minutes after awakening to pump alarms, with a recorded low glucose of 53 mg/dl following a recent meal and within the first day of ilet use. Symptoms included low blood glucose with no loss of consciousness, no dizziness, and no diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education regarding early adaptation, meal announcements, exercise, recent tubing fill with brief disconnection, cgm targets, and weight settings, with no recent changes reported other than being in the initial learning phase. Investigation of this case revealed no confirmed device malfunction and a cause that remained unclear, with potential contribution from early algorithm adaptation and recent postprandial dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unknown.